Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and customer went to the emergency room to treat the elevated bg. Contact reported cause of event was due to customer's frustration and lack of understanding of the pump. Contact declined to provide further information and declined tandem technical support's offer to perform a pump system check. Reportedly, the event was discussed with a healthcare provider.